Event description:
Approximately 1 year(s), 10 month(s) and 1 day(s) post-operative of a revised left tsa, it was reported via clinical study that the patient experienced unexplained pain. Patient presented with pain after working long shift, previous fall from tree - date unknown. Previous revision information was not available at this time. The patient underwent another standard reverse revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. As there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device after it is released for distribution, this device issue is not considered a complaint.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6); 320-02-46 - 46x21mm glenosphere high moment arm: (B)(6); 320-15-01 - eq rev glenoid plate: (B)(6).